Event description:
During an implant procedure, the set screw was unable to be screwed into the header. The device was not used, another device was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular setscrew was fully stripped and contained septum material inside its hex cavity. The damage to the setscrew was consistent with having occurred during the procedure.